Event description:
It was reported by service report that the brakes are not holding properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the brakes are not holding properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The unit could not be located by the customer. The customer was informed to contact the service department once the unit is located.